Event description:
Sorin group (B)(4) received a report that the s3 double head pump did not stop when the user adjusted the speed to 0 rpm during a procedure. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group received a report that the s3 double head pump did not stop when the user adjusted the speed to 0 rpm during a procedure. There was no patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 double head pump did not stop when the user adjusted the speed to 0 rpm during a procedure. The pump continued at 0.16 lpm instead of 0 lpm. The service representative traced the problem to the ribbon cable connection to the front panel. The cable was reseated and testing showed no faults after this action. No further investigation is required. No trend increase has been identified. No nonconformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.